Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an otology case using facial nerve monitoring. Nim vital was set up to be used. The surgeon had just made an incision using a scalpel then wanted to stimulate on the facial nerve. 0.8ma was used to stimulate but there was no current delivery. Increased to 1.5ma to 2ma but still there was no current delivery. Could not do stimulation. Medtronic employees were present at the time. The stim was switched- there still was no current delivery despite the surgeon trying to stimulate. Surgeon requested to switch to the nim3.0. Once set up- everything worked fine and was able to stimulate with no issues. There was no patient impact and less than 5 mins delay to the procedure. Surgeon indicated that there has been intermittent behavior with nim vital before. Once the nim3.0 was set up and worked properly, mdt team tried to replicate the issue in the or (on a corner) using a patient simulator however the vital system worked with no issues. There was a cut observed on the pi cable. No patient impact.

Manufacturer narrative:
H3: analysis found visually, there was no damage in the construction of the device. There was no damage to the probe tip, hand le, or wire. Electrically, the resistance of the entire assembly shall be less than 0.3 ohms and the actual measurements was 0.3 ohms which was in specification. The tip fit securely into the handle with no issues. Functionally, the probe was connected to a nim system using a 1.0ma stimulating current and 100v threshold and, while stimulating with a patient simulator, the system consistently returned 1.0ma and a waveform/event tone over 200v. There was no intermittent behavior while manipulating the tip, connector, or the wire. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previous codes fdm b17 and fdr c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.